Event description:
Terumo medical corporation received the following reported information: the incident happened when the doctor intended to use the angio-seal to close the vascular access. The doctor prepared the angio-seal device per the instructions for use (IFU). While deploying the angio-seal device in patient, when the doctor pulled the sheath along with device, the suture got broken. Because of this entire assembly came out keeping angio-seal anchor outside the vessel. This caused blood loss for the patient and patient had to undergo surgical treatment. The type of procedure performed was a coronary angioplasty. The patient was admitted for percutaneous transluminal coronary angioplasty (ptca). The estimated blood loss was less than 250cc.

Manufacturer narrative:
. D6b: explanted date: unknown if the device was explanted. E3: occupation: head of cardiology department. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not available for evaluation. The suture was reported to have broken. Surgical intervention was performed. As a result, the complaint can be confirmed. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).